Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Concomitant products - biomet knee system modular finned stem with screw catalog 141314 lot 304970; regenerex biomet primary tibial tray 75mm with locking bar catalog 141274 lot 295310; vanguard knee system as tibial bearing 10mm 75mm catalog 189080 lot 553000; biomet modular tibial locking bar catalog 141205 lot 125220. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2017-00517 / 1825034-2017-00522).

Event description:
Patient underwent a total knee revision due to continued pain and stiffness 17 days post bearing exchange.